Manufacturer narrative:
Results: the returned neuron max was undamaged. The dilator was fractured at its distal tip. The total length of the dilator was measured approximately 109.0 cm from the hub. Conclusions: evaluation of the returned neuron max and dilator revealed an undamaged neuron max and a fractured dilator. The dilator was fractured at its distal tip and the broken piece of the dilator tip was not returned. The root cause of the reported broken dilator could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure using a neuron max 6f 088 long sheath (neuron max), the physician noted that the green dilator looked significantly different and also appeared to have a piece broken off. The issue with the neuron max was found prior to use and therefore it was not used in the procedure. The procedure was completed using another neuron max.